Event description:
Report received from (B)(6) states: "infusion cannula slides out from the trocar. No patient impact."

Manufacturer narrative:
Lot number provided is invalid. The device has not been returned for evaluation. Additional information has been requested yet not received. Should additional information become available a supplemental report will be submitted.